Event description:
Customer reported via phone, she was having issues with the sensor. Then she mentioned that for the first 48 hours the customer was experiencing low blood glucose of 31 mg/dl. Customer was unsure what was causing it. Customer reported she will call back to perform troubleshoot on low blood glucose events. Current blood glucose was 121 mg/dl. Customer declined troubleshooting. Customer is returning the sensor for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.